Event description:
It was reported to boston scientific corporation that a contour ureteral stent was defective. There was no more information to provide us. Patient information is unavailable.

Manufacturer narrative:
Analysis of the returned contour ureteral stent revealed no anomalies. A .035" guidewire passed freely through the entire stent. All stent dimensional measurements met specification. There were no issues identified visually. Therefore, the most probable root cause for this event is determined to be not confirmed. Since no issues were identified with the returned stent, this is no longer an MDR reportable event.

Manufacturer narrative:
(B)(6): although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was defective. There was no more information to provide us. Patient information is unavailable.